Event description:
It was reported that the patient was not good during ablation. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 1.25mm rota link plus was selected for use. During procedure, while ablation was in progress, it was noted that the condition of the patient was not good. However, after the removal of the rotaburr, the patient's condition became better. The procedure was not completed due to this event. No further patient complications were reported. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was connected to the advancer. The advancer knob was removed and was not returned. The rotawire was removed from the device with some difficulty due to kinks along the wire. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the patient was not good during ablation. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 1.25mm rota link plus was selected for use. During procedure, while ablation was in progress, it was noted that the condition of the patient was not good. However, after the removal of the rotaburr, the patient's condition became better. The procedure was not completed due to this event. No further patient complications were reported.